Event description:
The reporter states that she obtained a 147 mg/dl and 496 mg/dl blood glucose comparison on the accu-chek compact plus meter. The results were obtained within a 10 minute timeframe. No reported actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.